Event description:
Customer reportedly obtained results of 51 mg/dl, hi, 150mg/dl, 214mg/dl, and 111mg/dl on the aviva system within 10 minutes. Two minutes after receiving 111mg/dl, customer obtained a result of 483mg/dl on the aviva system. Customer drank juice after result of 51mg/dl. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.